Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot #73b1900225, samples were functionally inspected or fired, and issue reported clip broken was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot# 73e1800201 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic gastrectomy, a clip got broken and fell in the patient's abdominal cavity. Although it was removed in the end, it took some time and effort to find and get the clip, which resulted in prolonged surgery time. Further information states that when the user cut the vessel between two and two ligated clips on both sides, one of the clips broke by the hinge and fell. There was no bleeding from the vessel by ultrasonic ablation and metal clips were used to re-ligate.